Event description:
Uniglide revision due to progression of oa.

Manufacturer narrative:
(B)(4). Pt notes, medical history, device details, explant, x-rays to be requested, so incident can be investigated. Device history records to be reviewed.